Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented with syncope and loss of ventricular capture. The implantable pulse generator (ipg) triggered elective replacement indicator (eri) reportedly due to high battery impedance. The leads tested within normal limits. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. High battery impedance was found.